Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the devices were reviewed by bioengineering and a report was received stating; it is unlikely that a potential product issue was present root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Revision of pe inlay and femoral head because of pe wear. Left side. Doi: (B)(6) 2011, dor: (B)(6) 2018. No surgery delay.